Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was surgically explanted due to abrasions on the insulation of the lead, and high thresholds. The lead was given to the patient as a souvenir and will not be returned for analysis. A new lead was implanted. Besides surgical intervention, no additional adverse patient effects were reported.